Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 545 mg/dl and 157 mg/dl. Readings occurred with two different vials of test strips (lot 497760 and 497585). Customer is not sure which lot # produced each result. No adverse event reported. Return of the suspect device was requested for evaluation.